Event description:
Broke during an operation. The green part of the handle broke off. There was no adverse consequence to the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary evaluation: the problem experienced by the surgeon during surgery was linked to the bending of the cover, and joint between the leaf spring and the handle. The design of the instrument was changed and improved.